Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod for between 37 and 48 hours. Symptoms reported include hyperglycemia, joint pain, anxiety, diarrhea and feeling sick. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Emergency services were called and the patient was transported to the hospital by ambulance. The patient was treated with intravenous fluids and insulin injections. The patient was released the following day. The pod was removed at the hospital.